Event description:
It was reported that while the device's monitor was on and hooked up to a patient, it would intermittently power on and off by itself. According to the reporter, this failure did not effect the patient's outcome.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported intermittent failure. Physio replaced the battery pin connectors and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.